Event description:
Consumer reported complaint for hi, high and low blood glucose test results. The customer is concerned with test results from results obtained of hi, 308 and 49 mg/dl. The customer does not know their expected blood glucose test result range. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. At the time of the call the customer reported feeling thirsty. Customer stated that she was going to contact her doctor to find out how much insulin to administer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor to find out how much insulin to administer due symptoms and hi blood glucose test result. Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 02-may-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she was not currently experiencing any diabetic symptoms. Customer stated that she had contacted her doctor to find out how much insulin to administer. Doctor had advised the customer regarding how much novolog customer was to administer. Note 2: manufacturer contacted customer in a follow-up call on 06-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.